Event description:
The wire collet was returned to stryker instruments for service, and during functional evaluation, metal shavings were found at the rear bearings edge. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The wire collet was returned to stryker instruments for service, and during functional evaluation, metal shavings were found at the rear bearings edge. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event through service, metal shavings, was confirmed. During testing the service technician found metal shavings at the rear bearing edge. Upon disassembly the quality technician determined that the retainer failed due to broken down lubrication. It was also found that the impreglon was worn, and the collet fingers have corrosion between them. Each of these findings could cause or contribute to the reported event. The attachment is not a repairable device and will not be returned to the user facility.